Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated, and the migration appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001.the clip was explanted and was not reported to be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other implanted clip mentioned is filed under a separate MFR report number.

Event description:
This is filed to report the clip movement on the leaflet and mitral valve replacement surgery. It was reported that one day prior to the scheduled mitraclip procedure, the patient experienced convulsions related to hypotension and the mitraclip procedure was postponed to (B)(6) 2019. The mitraclip procedure was performed to treat grade 5+ degenerative mitral regurgitation (mr). The patient anatomy included a barlow-type valve, with multiple prolapses, flail in all scallops and myxomatosis infiltration. The decision was made to implant two clips on the anterior 2/posterior 2 (a2/p2) leaflet segment. One clip was advanced and placed on the leaflets. Deployment was initiated, and the gripper line was removed. The clip was unstable on the leaflets; however, echocardiogram confirmed that both leaflets were inserted in the clip. A second clip was then implanted; however, this one was also unstable on the leaflets. Post procedure echocardiogram noted both clips well attached to the leaflets and the mr was reduced to grade 3+. The mean pressure gradient was 2 mmhg. One day post procedure, the patient underwent mitral valve replacement surgery as the mr had not decreased and a single leaflet device attachment (slda) had occurred. It could not be confirmed which clip detached. On (B)(6) 2019, the patient died of causes related to cardiogenic shock. Per physician, the cardiogenic shock was related to cardiac insufficiency and was not related to the mitraclip devices. No additional information was provided.